Event description:
Review of service data detected a reportable problem. During servicing, charger/modem sn (B)(4) was resetting and would not charge a battery pack. The last pt to use this battery charger did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. As received, the charger was resetting and was unable to charge a battery pack. Upon eval, the high current sense amp component u14 and the transient voltage suppressor component d1 were internally shorted. The cause of the resets and inability to charge a battery pack is the shorted components. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the damaged component. The last pt to use this charger/modem did not report any deficiencies.